Manufacturer narrative:
Retainer ring : black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a stuck button alarm. The customer was in the pool but mentioned the insulin pump was not submerged in water. Functional testing to be performed/completed: the insulin pump was received with a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the keypad voltage test, displacement test and self test. Device history file/traces download was successful using thus. All buttons functioning properly. No stuck button alarm noted during the testing. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and the keypad connector on j1/pcb 1 was locked properly during visual inspection. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was recorded and found in the long trace file on the event date: (B)(6) 2021 from 7/26/2021 5:22:34 pm to (B)(6) 2021 11:38:00 pm due to corroded keypad traces. Failure analysis summary: the insulin pump's buttons are all functioning properly. No stuck button alarm noted during the testing. However, the insulin pump alarmed stuck button according in the long trace file due to corroded keypad traces. No moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated they were swimming with insulin pump but it was not submerged in water. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.